Event description:
It was reported that a healthcare provider noted the patient had a low time-in-range and that basal insulin comprised about 35% of total daily dose, with observed hyperglycemia that appeared to resolve quickly after supply changes. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no hospitalization. Investigation included review of available device data and attempts to contact the patient for additional blood glucose and use information. Investigation of this case revealed no confirmed device malfunction or component failure, and no reproducible performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from the available information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.